Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device was discarded.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 29 sapien 3 valve in aortic position by subclavian approach. During the procedure, while performing valve alignment in the short section of ascending aorta, 'a lot of tension' was found in the delivery system. This prevented correct valve alignment between the balloon markers of the delivery system. The valve was positioned correctly in the native annulus, but when deployed it moved aortic. The valve was pulled away from the annulus to a safe position, and was deployed with the delivery system balloon in the aorta. A second 23mm sapien 3 valve was prepared, in this case the valve alignment was successful, once it was done completely away from the sheath. The sheath was pulled back as much as tolerable and the delivery system was advanced step by step in coordination with fine adjustment, the valve was then deployed as expected. The patient final outcome was good. As per medical opinion, the root cause of the event was related to the difficulties found in valve alignment due to anatomical reasons.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and revealed the following: prior to inflation, thv was misaligned with gap between the distal valve alignment marker. During inflation, asymmetrical expansion of the thv observed with the distal shoulder inflation. As balloon fully inflated, the thv moved proximally off the working length of the balloon and towards the triple markers. Imagery of patient after shows first thv in non-target location in ascending aorta. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve alignment difficulty was confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure, while trying to perform the valve alignment in the short section of ascending aorta, a lot of tension was found in the delivery system, what prevent to correctly align the valve between the balloon markers of the delivery system despite multiple attempts were performed''. It was additionally reported that, per medical opinion, the root cause of the event is related to the difficulties found for valve alignment due to anatomic reasons. As such, it is possible that valve alignment was performed in a non-straight section of vasculature which can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of 'diving' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. Additionally, as reported, ''the valve was positioned correctly in the native annulus, but when deployment it moved aortic. Then, the valve was pulled away from the annulus to a safe position, away from the branch arteries, and was post-dilated with the delivery system balloon''. Imagery review revealed the thv positioned in the annulus with a gap between the distal valve alignment marker. Per training manual, ''before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker''. Failure to follow instructions can result in improper deployment, as seen in returned imagery. Due to the valve not properly aligned between valve alignment markers the balloon inflated distally and led to the asymmetrical expansion of the thv and further deployment in the aorta. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, improper valve alignment) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.